Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable due to ipg not being set into surgery mode following an unrelated surgery. Surgery may be pending.

Manufacturer narrative:
It was reported the patients ipg became inoperable due to ipg not being set into surgery mode following an unrelated surgery. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgery occurred on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post procedure.